Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box found low battery and replace battery warnings. The battery compartment was found to have cracked between the threads and the base seal and moisture intrusion was evident in the compartment. A leak test showed a leak where the crack was located. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered up and functioned properly. All the buttons responded as expected. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specification. The pump casing was opened and no additional evidence of moisture was found inside the pump. The reported battery life issue was verified in the black box and moisture ingress was confirmed during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, the battery life was less than expected and the issue allegedly had occurred with multiple batteries from different packs. It was reported that the battery compartment cracked and moisture or corrosion was observed in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.